Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation the physician placed the lead multiple times but could not find acceptable values. The lead was explanted and discarded and a new lead was used instead. The patient had no adverse consequences.